Event description:
Caller reported a cgm error associated with the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and after the reset, no further cgm error codes appeared. The caller was able to successfully start their sensor session.